Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown screwdriver/unknown lot. Part and lot number are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. It is unknown if the complainant part is expected to be returned for manufacturer review/investigation. (510k): unknown, as specific part and lot numbers for screwdriver is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hip surgery on (B)(6) 2018, a screwdriver tip broke off. The tip was removed without incident. They were able to get it out without any issues. It was unknown if there was a surgical delay. There was no patient consequence reported. This report is for one (1) unknown screwdriver. This is report 1 of 1 for complaint (B)(4).